Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided the reported difficulty removing from anatomy is the result of user technique. The reported tissue damage is a result of the difficulty removing from anatomy. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip caught in the chordae and leaflet damage requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was successfully placed at a2p2. A second clip delivery system (cds) was advanced and crossed the valve however was steered too deep into the lateral portion of the ventricle and became stuck within the chordae. Troubleshooting was performed and the cds was retracted back to the left atrium (la) however damage was noted to the posterior leaflet lateral to the first clip. The cds was advanced and placed lateral to treat the damaged leaflet, reducing mr to 3. A clinically significant delay occurred due to troubleshooting to retract the cds. No additional information was provided.